Event description:
It was reported that the insulin pump has cosmetic damage on the display screen. Nothing further reported.

Manufacturer narrative:
(B)(4). Insulin pump received with cracked display window corner, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.